Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. As received, the electrode belt showed evidence of excessive physical abuse. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally the cable connecting the dn to ECG a, b and the front te was severed, the trunk cable was severed and the cable connecting the dn to ECG c and d was severed. Connectors j702 and j704 on the dn pca were also observed to be damaged. The root cause for the strained cable was excessive force. The root cause for the severed cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.